Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The most recent reading was 482 mg/dl. The customer treated with a bolus. The customer reported that he did not have a backup plan. The drive support cap appeared normal. No air bubbles or leaks were noted in the tubing or reservoir and insulin did exit with the manual prime. The insertion site was not sore or irritated. The infusion set was removed and the cannula was not bent, but the site did bleed. The customer declined further troubleshooting.